Event description:
It was reported the cable had been closed/pinched, likely from the programmer cover, so many times that the connection and function of the programmer rf (radio-frequency) head would not work. The rf head was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the rf (radio frequency) head did not interrogate a device. The rf head cable was found out of electrical specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).